Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height (fh) drawer 5 was not detected on bus. A field service engineer (fse) confirmed that the upon closer inspection rear controller board was failed via multimeter, not with intolerance. So, the fse replaced the rear controller board come and console board. Then configured properly in space configuration mode and performed final test. Additionally, the fse replaced the backup battery, then installed rear bumper kit and network plugs. Then checked all the cabling, and all appeared to be in good working order. All the light emitting diode (leds) were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.